Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa had a broccoli-like shape with proximal pectinate and a sharp bend in the anterior/superior direction. A watchman double curve access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were selected for use. Access was successfully obtained via the left femoral vein (lfv), and the septum was crossed without complications at an inferior/mid location. A contrast injection of the laa was performed using a 6f pigtail catheter. The physician properly flushed and prepared the 31mm wds before deployment. After performing the tug test, the physician began releasing the closure device prior to final position, anchor, size and seal (pass) criteria assessment. However, a wire bias was detected, and the closure device started to become dislodged from the appendage prior to being fully released, embolizing into the left ventricle outflow tract (lvot). Attempts to snare the device were unsuccessful. The patient was then transferred to the cardiovascular (cv) operating room (or) for surgical retrieval of the device. Fourteen (14) hours after the surgery, the patient could not be weaned off the pump and subsequently passed away.